Manufacturer narrative:
(B)(4). Concomitant medical products: 4721502084-1 optipc-s 60 refob plus bn cmt unknown 42500606601 femur cemented posterior stabilized (ps) standard left size 9 62696692, 42511400711 articular surface fixed bearing posterior stabilized (ps) left 11 mm height 62660825. Reported event was confirmed by review of provided op notes. It was noted after the initial tibial cut that blood was pulsating in the popleal region but was resolved. There was additional hemorrhaging of the anterior side and the surgery was stopped to allow for a vascular surgeon to repair the hemorrhaging. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in the translated op notes that there was intra-operative complication of hemorrhage. Before implanting the prosthesis, hemorrhage was seen in the posterior region of the knee. The complication was explained to the patient post-surgery and further procedure was discussed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.